Manufacturer narrative:
Date of report: 17jun2021. There was no patient involvement.

Event description:
It was reported that the ventilator had a "therapy stopped in off mode" displaying. Reportedly, the message would have appeared when the device was turned on. There was no patient involvement. The customer troubleshot with technical support and was advised that when the v60 is started up, the consumable that was plugged in should not match the start-up ventilation mode. Upon a follow up with technical support, the customer reported that the issue had not occurred again, and the unit was returned to use. No additional information was provided.